Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 33 mg/dl. The customer treated with glucose tablets and the blood glucose was brought up to 96 mg/dl. The customer declined troubleshooting. The insulin pump was not replaced or returned.